Manufacturer narrative:
S/w version 4.10 d. Retainer ring = clear. Case type = ngp. Customer returned pump for an alleged unexpected battery power loss found on 29-nov-2020. The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. No battery alerts, alarms, or anomalies were noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No relevant battery alerts, alarms, or anomalies were noted in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, pcba 1 and pcba 2. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked retainer, label damage, corroded battery tube, and corroded battery tube spring. Unexpected battery power loss was not confirmed. Moisture damage was confirmed found on the battery tube. Moisture damage was confirmed found on the battery tube, force sensor, pcba 1, and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with the incorrect aware date in g4. The correct date is may 19, 2023.

Event description:
Information received by medtronic indicated that the customer reported replace battery now alarm. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. No battery alerts, alarms, or anomalies were noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No relevant battery alerts, alarms, or anomalies were noted in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, pcba 1 and pcba 2. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked retainer, label damage, corroded battery tube, and corroded battery tube spring. Unexpected battery power loss was not confirmed. Moisture damage was confirmed found on the battery tube. Moisture damage was confirmed found on the battery tube, force sensor, pcba 1, and pcba 2. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.